Event description:
A complaint was received regarding a primary plum 150 ml burette set, clave additive port, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 290 cm that experienced leakage. The reporter stated that when the medication was introduced with the syringe through the device, it did not enter, it seemed obstructed, and the medication leaked. There was a female patient involved, with initials h.t.v., 86 years old. Being a class ii medical device (moderate risk), it was suggested to share the report with the laboratory representative, for a technical opinion (quality control) by the laboratory and replacement of the product. It is unknown if the product is available for evaluation. A video was provided. The event occurred during patient use and caused delay in therapy, there was no adverse event, and no one was harmed as a result of this event.

Manufacturer narrative:
A2 the patients age was used to approximate the date of birth - 01 jan 1938. D4, g4: model number is not sold in the us but similar device is sold under model 1495588. This product was used for the product code and 501k.

Manufacturer narrative:
A video was returned showing a leak between the syringe and the clave on the upper lid of the burrette. It appears there is an occlusion at the clave. The complaint can leakage and obstruction can be confirmed based on the returned video. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. 5 ncmrs were identified during a lot history review. However, it was determined none of the ncmrs would lead to leakage and cannot be determined to be relevant without the return of the sample.